Event description:
It was reported that there was a problem with the patient programmer. The patient was not able to adjust stimulation with the antenna attached. The patient was unable to try using the device with the antenna as he didn't have anyone to help him. It was noted that the inability to adjust stimulation may have been due to pocket swelling. The patient had been implanted three weeks before the report. There was swelling and the patient also had an infection up above where the leads were placed. It was unknown if the patient could turn the device on and off with the recharger as the patient did not have the recharger with him at the time of the report. Repositioning of the antenna was attempted; the patient still got poor communication. Additional information received reported that the patient did receive perioperative antibiotics. The infection was diagnosed four weeks post-op. The patient did not have meningitis. The symptoms of infection were swelling, drainage, pain, incisional would opening, and pocket erosion. The primary location of infection was the device pocket and the lead track. A culture was obtained from the device pocket and grew serratia. The patient was treated with both IV and oral antibiotics. The implantable neurostimulator was also explanted. The infection resolved.

Manufacturer narrative:
(B) (4).